Manufacturer narrative:
(B)(4). Once the instrument is received and failure analysis is performed, a supplemental report will be provided detailing the results of the evaluation. Device history record (DHR) review-device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. This complaint is being reported due to a fragment of the mega needle driver reported as having been fallen off into the patient. The fragment was reported to have subsequently been retrieved during the same da vinci surgical procedure with no lasting permanent impairment of a body function or permanent damage to a body structure occurring.

Event description:
It was reported that during a da vinci hysterectomy with bso (bilateral salpingo-oophorectomy) procedure, the cable of a mega needle driver broke and a small fragment of the cable fell into the patient. The fragment was retrieved during the same procedure. The procedure was completed and no adverse event was reported to have occurred. On (B)(6) 2016, intuitive surgical inc., (isi) contacted the nurse who was present during the procedure and confirmed the following: the cable of the mega needle driver broke and fell into the patient while the surgeon was trying to stitch into a cuff. It was confirmed that a small fragment of the cable fell into the patient and was retrieved during the same procedure with another needle driver instrument. No additional open or laparoscopic procedure was required to remove the fragment. The reported event occurred within 1 hour into the procedure. The device was reported to have been inspected prior to use and did not make contact with other instruments during the surgical procedure.